Event description:
Customer reportedly obtained a result of 317 mg/dl on the advantage system and 97 mg/dl, on a professional device within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.